Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 9:00 pm, the patient experienced a discrepancy between cgm and bg readings on the day the sensor was placed on the arm. The patient uses the tandem mobi system in modified closed loop mode. At the time, the cgm reported a reading of 335 mg/dl, while the patient was experiencing symptoms including vomiting, sweating, slurred speech, and difficulty walking. A fingerstick blood glucose (bgfs) test revealed a bg of 40 mg/dl, indicating hypoglycemia. The patient consumed orange juice, but a bgfs reading dropped further to 23 mg/dl. The cgm reading at that time was not recalled. The patient then lost consciousness, and a friend called emergency services. Upon arrival, paramedics administered a glucagon injection and transported the patient to the emergency room (ER). The patient does not recall how long she was unconscious. Her cgm failed during this episode. At the ER, a bgfs reading was approximately 200 mg/dl. The patient does not recall the duration of her ER stay but confirmed she was not kept overnight. No medications were administered for rebound hyperglycemia, and the patient disabled automatic insulin delivery temporarily. At the time of follow-up, the patient reported still feeling unwell. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.